Event description:
It was reported that a beta bionics ilet user had bluetooth connectivity issues with their dexcom g7 cgm. The customer care agent assisted with reconnecting the device. After multiple attempts they were unsuccessful. The agent had the user retype the pairing code and will follow up to ensure successful pairing. Eventually it was determined a replacement was needed. There was no report of any patient harm or adverse event associated with this report.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.